Manufacturer narrative:
Analysis of the returned adapter db-9218, serial number (B)(6) revealed the device was cleanly cut in two pieces. Electrical tests could not be performed as a result of the cut, and the adapter connector was not returned. No other anomalies were identified with the retuned pieces of the adaptor, and the clean-cut damage is the result of a typical explant procedure and is not considered a failure. However, a product labeling review revealed that infection is a known risk of use with the dbs system.

Event description:
It was reported the patient underwent a revision procedure because of high impedance readings on the non-boston scientific leads and extensions. During the procedure the physician assessed the presence of infection on the skin above and behind the right ear, and the physician decided to remove the entire deep brain stimulation (dbs) system. Cultures taken were positive for staphylococcus aureus and the patient was prescribed antibiotics. The physician assessed the infection to not likely be related to the device, stating that patient had previous non-device related surgeries where a skin graft was placed in correspondence of the passage of the electrodes. The patient did well postoperatively.

Manufacturer narrative:
The returned implantable pulse generator (ipg) passed visual inspection, and the adaptors db-9218-15 were not returned for analysis. Review of the instructions for use (IFU) revealed infection is a known risk of use with the deep brain stimulation (dbs) system.

Event description:
It was reported the patient underwent a revision procedure because of high impedance readings on the non-boston scientific leads and extensions. During the procedure the physician assessed the presence of infection on the skin above and behind the right ear, and the physician decided to remove the entire deep brain stimulation (dbs) system. Cultures taken were positive for staphylococcus aureus and the patient was prescribed antibiotics. The physician assessed the infection to not likely be related to the device, stating that patient had previous non-device related surgeries where a skin graft was placed in correspondence of the passage of the electrodes. The patient did well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-adapters: upn: m365db9218150. Model: db-9218-15. Serial: (B)(6). Batch: 7074991. Product family: dbs-adapters upn: m365db9218150. Model: db-9218-15. Serial: unknown. Batch: unknown.

Event description:
It was reported the patient underwent a revision procedure because of high impedance readings on the non-boston scientific leads and extensions. During the procedure the physician assessed the presence of infection on the skin above and behind the right ear, and the physician decided to remove the entire deep brain stimulation (dbs) system. Cultures taken were positive for staphylococcus aureus and the patient was prescribed antibiotics. The physician assessed the infection to not likely be related to the device, stating that patient had previous non-device related surgeries where a skin graft was placed in correspondence of the passage of the electrodes. The patient did well postoperatively.